Event description:
The customer reported that the system intermittently was displaying an x-ray disabled error messages and they had to use another system due to the loss of x-ray functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.